Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is over 32 years old and was last returned to the manufacturer for repair on (B)(4) 2012. Upon arrival, the device was evaluated and displayed no evidence of damage. A calibration check determined the device was out of calibration on the left and right side. The cause of the reported issue is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.

Event description:
It was reported that when putting the skin through the zimmer meshgraft ii, the skin didn't mesh properly and the surgery could not be completed. The surgeon had to use a scalpel to put holes/slits in the graft to finish. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.